Event description:
My husband (B)(6) dob (B)(6) 1961. He was a patient of dr. (B)(6), of (B)(6) in (B)(6) for many wonderful years of treatment over 25 plus years. He was released from care from dr. (B)(6), after his condition worsened, I am assuming. He then was sent to (B)(6) at (B)(6) located at (B)(6). Dr. (B)(6) had great bedside manners, seemed to be a great doctor and was trusted by me and my husband because we trusted the judgement/advice of dr. (B)(6), my husband devoted care giver/doctor again for over 20 plus years. Events leading up to the death of my husband on (B)(6) 2023. My husband (B)(6) was admitted into the hospital on (B)(6) for the implantation of the baraostim device. We were excited about what we were told that this device would do as far as giving him a better quality of life. We were told those individuals that had been candidates for heart transplant had been taken off the transplant list do them receiving the baraostim. My husband was skeptical but after we were told of the possibilities, we thought it was well worth it to have the procedure don't. My husband, on the surgery date (B)(6) 2023, was extremely full of fluid. I thought they would have held off due to him been so full of fluid. He had a defibrillator and a pacemaker and was taken off the heart transplant due to him having too many other conditions and told that a new heart would suffer the same condition as the old heart. He was not a candidate for the baraostim according to your FDA qualification attached. I want someone to tell me why my husband the love of my life was treated as an experiment because he was considered very ill and was assumed to be on the last days of life. They knew how sick he was and that the baraostim and nothing else could have saved his life. The baraostim took his life. He was admitted at (B)(6) hospital on (B)(6) 2023 full of fluid for the procedure. My husband came out of recovery on (B)(6), after the procedure and stated "baby, I don't want to go home". He said I know this is a one-day procedure, but I don't feel right at all. They sent him home on (B)(6) still full of fluid. He passed away at home as soon as I got him in the bed right after being dismissed from (B)(6). This was not reported to cvrx the baraostim maker, which was stated to me by (B)(6), vice president of quality assurance and regulatory affairs. (B)(6) also stated that he was surprised that it was not because this is procedure to let the makers know the pro and cons and how well the device is doing or not doing to help heart patients. I surely would think that a death would surely been reported because that was the ultimate, but it was not why because they know it killed him?